Event description:
The facility's nurse mgr reported a pt receiving an infusion of lipids via an as50 syringe pump received an overinfusion. The lipids were prescribed at 0.2 cc/hr. The infusion was started in 2005 at 5pm. On the following day at 100am, there was 2.8cc in the syringe. At 2000am the plunger was at the 2.4 mark, but there was nothing in the syringe and the display said the pump was running at .2ml. No alarms went off on the pump during the infusion. There was no cracking in the tubing or syringe. Neither the set nor the syringe are available. The facility uses 10cc bd syringes and they are hung for 24 hours. There was no pt injury and no medical intervention reported.